Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc checked the subject device and found that the reported phenomenon was not duplicated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the investigation results, it was likely that this phenomenon was attributed to ltf-s190-10 used in combination.

Manufacturer narrative:
The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc will start evaluating the device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During a procedure using the ltf-s190-10 and the otv-s190, the screen on the monitor intermittently went blank and it continued approximately one minute. The user restarted the otv-s190 and the problem was solved. The user completed the procedure by using the ltf-s190-10 and the otv-s190. Other detailed information was not provided. There was no report of patient injury associated with the event. This is a report for otv-s190.